Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the guidewire was kinked when removed from the sheath. The customer switched out the guidewire with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The guide wire was returned inside the protective tubing with the j-straightener over the wire without any visible blood. The iab catheter was not returned for evaluation. Photos were provided and reviewed. The returned guidewire was found to be kinked inside the j-straightener approximately 4.3cm from the j-tip. The evaluation confirms the reported problem. The kinked guide wire may have occurred during removal from the packaging. However we are unable to conclusively determine how the kink occurred because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).